Event description:
Consumer sustained 2nd degree burn to his leg.

Manufacturer narrative:
Consumer did not provide additional information regarding medical claim. We attempted to contact the consumer several times to no avail.